Event description:
It was reported that the right ventricular (rv) lead exhibited rising threshold and during revision, it was noted that the lead was distorted approximately 11 centimeters from the tip. The physician attempted to insert the stylet but no stylet could be passed through the distorted portion of the lead. The rv lead was explanted and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor was extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).